Event description:
It was reported that noise and oversensing were observed. During device replacement due to normal eri, an insulation anomaly was noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.